Event description:
It was reported "flame at tip of fibre in use in patient's airway"; "fibre was removed at onset of flame." Reportedly, unsure if tip or any piece of device remained in patient as the "tip of laser fibre - difficult to detect." The case was completed with a sureflex single use 200 micron laser fiber and the case was completed without further complications. Patient outcome: no injury to patient reported. No further information was available.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned in 2 pieces; the fiber is broken within outer cladding near distal tip, and detached at 1.5 inches from distal tip; the length of second piece including the connector is (B)(4); the distal tip and location of break exhibit signs of detritus adhesion; the fiber was tested with hene laser fixture, aim beam is visible at the break location; the outer cladding appears stretched and stressed, and exhibits signs of melting approximately 4 mm from break location of second piece; the outer cladding is missing from the first piece. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.